Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that the patient was admitted to the hospital due to a post operative surgical site infection and sepsis. Later, the patient had their generator explanted as a result. Once the chest infection is resolved, the surgeon plans on implanting a new generator. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The explanted device has not been received by the manufacturer to date. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.

Event description:
Later a response was received from the physician to the manufacturer's investigational questions revealing that the cause of death was not related to vns. The cause of death was noted to be acute hypoxic respiratory failure sepsis, pneumonia.no other relevant information has been received to date.

Event description:
It was noted that the device is not available for return and was scrapped at surgery. The infection was first seen 9 days after implant. It was reported that the patient had passed away however. The cause and date of death were not reported. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; d1001 inadvertently utilized instead of d12 and d1002 during initial submission. However, as death was reported, d1002 no longer applies for the infection. D12 still does apply.